Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose levels 427 mg/dl. Customer¿s current blood glucose level was 195 mg/dl. Insulin pump had insulin flow block alarm. The insulin pump will not be returned for analysis. Frn reservoir 3ml mmt-332a infusion set mmt-941 mio 6mm18in blue.